Event description:
It was reported that event occurred at 350 pulses. Coupling fluid had been used, and the membrane tip was inspected every 100 pulses. The patient was administered emla 5%, and topical cream after treatment. It was reported that there would be no permanent scarring.

Manufacturer narrative:
The following sections have been updated or corrected: corrected based on new information received. Additional information received has been added to event, the event description. The device expiration date was added . Section : concomitant medical products, the date the device was returned to the manufacturer was added. Device evaluated by MFR , the date the device was evaluated by the manufacturer was added. Device manufacture date , the device manufacture date was added, and was added that the device was reused. Based on the evaluation of the data log, the handpiece and system performed as expected. It was reported that no secondary intervention beyond the standard of care was necessary for the patient. It was also noted that there will not be a permanent scar. As such, this event has been re-assessed by the medical reviewer and is no longer considered a serious injury.

Manufacturer narrative:
The investigation is pending.

Event description:
A user facility in (B)(6) reported that a patient received a burn on their face during a thermage facial treatment. It was reported that during the treatment, the cheeks were very red and developed a water blister. It was reported that the tip was used for 900 reps, and that the energy level used was 1.5-2.0, with no vibration. Though requests have been made for additional information, and a patient status update requested, neither has been received to date.